Event description:
It was reported that the surgeon revised patients' right accolade tmzf hip due to corrosion at the head neck junction. Surgeon also stated that there was fluid noticed on the MRI scan.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding corrosion involving an accolade (127 deg) size 3.5 was reported. The event was not confirmed. A photograph of the reported device noted black staining on the stem taper. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot code. While the presence of black staining was confirmed at the revision surgery, it does not necessarily mean that there is corrosion or other metal-related problem. Biological debris can also leave a black stain. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the surgeon revised patients' right accolade tmzf hip due to corrosion at the head neck junction. Surgeon also stated that there was fluid noticed on the MRI scan. The patient has legal representation.